Event description:
Boston scientific crm received information that the patient with this right ventricular lead experienced a syncopal episode. The right ventricular lead had dislodged, resulting in loss of capture. This lead was successfully revised and was capturing at maximum outputs. This lead remains implanted.